Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0069680. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h10.

Event description:
It was reported that syringe 0.5ml 28ga 1/2in bls 500cas ca leaked. The following information was provided by the initial reporter: material no: 329461 batch no: 0069680. It was reported that insulin came out of the end of the syringe. Verbatim: our client bought 60 bd syringes. Of the 60 he only had about 12 that were not functional. Insulin came out of the end of the syringe. So the client lost insulin and also syringes due to this bad manufacturing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 28ga 1/2in bls 500cas ca leaked. The following information was provided by the initial reporter: material no: 329461, batch no: 0069680 it was reported that insulin came out of the end of the syringe. Verbatim: our client bought 60 bd syringes. Of the 60 he only had about 12 that were not functional. Insulin came out of the end of the syringe. So the client lost insulin and also syringes due to this bad manufacturing.